Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw broke during implantation; extra screws of the same length were available on the table to use. The procedure was successful and there was minimal surgical delay of not more than 5 minutes, no patient injury and no more information available. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that only the screw head was received for investigation. The broken off threaded body of the screw is missing. We are not able to determine the exact reason causing the breakage, but, on each screw the drive has some minor metal displacement on the four slot terminations at the band in the clockwise direction. Based on this, we have to assume, that either too much mechanical force has been applied onto the implant or the screws were inserted into very hard cortical bone resulting in the breakage of the screws. Please note, these special screws are very small and because of their thin design a very delicate handling is required. As the lot number is unknown, we cannot conduct a review of the DHR for these articles. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.